Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient felt a burning sensation at the pocket site whether the stimulation was on or off. The patient will undergo a revision procedure.

Manufacturer narrative:
.

Event description:
A report was received that the patient felt a burning sensation at the pocket site whether the stimulation was on or off. The patient will undergo a revision procedure.